Manufacturer narrative:
No patient involvement (B)(4); smoking (B)(4). An evaluation was performed in response to the customer complaint of smoke was generated from the power supply area of axsym serial no. (B)(4). The evaluation of the issue consisted of a review of customer complaints, current axsym labeling, and the information provided including the complaint text. A review of the complaint text found a field service engineer cleaned dust from the air heater area, the air heater inlet filter, the card cage area, and the card cage filter of axsym serial no. (B)(4). A complaint review found there have been no additional complaints initiated on axsym serial number (B)(4) for smoke generation or issues with the power supply since the fse serviced the analyzer, and cleaned the dust from the air heater and card cage areas. A review of axsym field performance data did not identify an increase in complaint activity for the issue the customer experienced. The customer was instructed to review and perform the weekly maintenance procedure for cleaning the air heater inlet filter, and the card cage air filter to prevent dust buildup in these areas of their axsym analyzer. Based on the available information and this evaluation, no deficiency was identified for the axsym analyzer list number 07a83-01 for the issue under evaluation.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An investigation is in process.

Event description:
The account stated smoke came out of the axsym analyzer after the power supply was turned on. The account stated this issue occurred in the past, but it is not known when it occurred in the past. Later, when the axsym analyzer was turned back on, there was an abnormal smell from the back left side of the axsym analyzer. The account believed dust was on the air heater to make the abnormal smell. No operator injury was reported due to the smoke.